Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked; further described as ¿the solution could still go through although it was locked¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. During follow up, it was reported "the solution could still go through the twist clamp and patient line connector". There was no damage noted on the supplies. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.